Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device upgrade attempt, the pulse generator went into backup vvi (bvvi) mode. Telemetry was lost due to bvvi. A device download was performed successfully. The patient was device dependent and asymptomatic.